Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the suture was attempted in the common femoral artery using a perclose proglide device. Reportedly, after suture deployment, difficulty was encountered removing the device. The suture was cut, which freed the device for removal. An 8f procedure sheath was inserted and percutaneous access was obtained at a different location. After completion of the aaa procedure, the 8f sheath was removed and manual arterial compression was applied to achieve hemostasis. Two proglide devices were used to achieve hemostasis at the second access site. There were no reported adverse patient sequelae. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Difficulty removing the device can occur due to a number of factors including, but not limited to a manufacturing deficiency, operator deployment technique, or patient anatomical conditions. Difficulty removing the device may be occur if removal is attempted before the suture is pulled out of device, if the foot is not retracted prior to attempted removal from the artery, if the suture tangles due to the operator not completing full stroke of needle plunger withdrawal, and if the posterior cuff is partly deployed in the foot. Information regarding the deployment technique of the operator was not provided. A femoral angiogram performed prior to arteriotomy revealed no vessel calcification, tortuosity, or access site/groin scarring. Though other relevant patient medical history was requested, none was provided. Based on a review of the event information, the testing results, and inspection criteria for the device, a conclusive cause for the reported difficulty in removing the device could not be determined. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database did not reveal any other reported incidents for difficulty encountered removing the device. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested. In addition, a quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.